Event description:
The pt reportedly experienced sound quality issues and pain at the implant site. Programming adjustments were made and this resolved the sound quality issue. Testing of the device confirmed that the device is functioning. Surgery to explant the pt's device will be scheduled.